Manufacturer narrative:
The lot number for the device was reported and the device was returned for evaluation. A device history record is under review and the evaluation is currently under way.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw material, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event this is the only complaint reported to date for this lot number and for this issue. The device was not retuned for evaluation. However, images were provided and based upon the images provided, the complaint investigation is inconclusive for a tip detachment. Per the reported details, the lesion was extremely challenging. Therefore, it is possible that patient factors contributed to the reported event. However, the definitive root cause is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter detached during retraction. The detached tip was unable to be retrieved. There was no patient injury reported.